Event description:
In 2007, the pt reported that he received an e10 (cartridge error) on his infusion device while changing his insulin cartridge. He stated that the piston rod would not retract completely and stopped midway. He stated the infusion device had not been dropped and he was using the correct type of battery which was recently changed. To troubleshoot the pt was instructed to place the infusion device in the stop mode and he was instructed to go through the changed cartridge procedure but the piston rod would not retract past 175 units. The pt was then advised to remove and reinsert the battery and he was not able to reset the infusion device to 315 units. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.